Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain'), autoimmune thyroiditis ('hashinopos disease') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included cholecystectomy, endocervical squamous metaplasia, endometriosis and bleed in luteal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), hypersensitivity ("hypersensitivity"), thyroid disorder ("thyroid"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("nuero condition / problems"), visual impairment ("vision problems"), hypothyroidism ("hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal cystitis ("bladder yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression,"), anxiety ("anxiety"), psoriasis ("psoriasis,"), skin discolouration ("dark patches of the skin"), arrhythmia ("irregular heart rhythm"), abdominal distension ("bloating") and chest pain ("chest pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune thyroiditis, cholecystectomy, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, hypersensitivity, thyroid disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, hypothyroidism, vaginal haemorrhage, fungal cystitis, female sexual dysfunction, depression, anxiety, psoriasis, skin discolouration, arrhythmia and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arrhythmia, autoimmune thyroiditis, back pain, bladder disorder, chest pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal cystitis, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, hypothyroidism, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psoriasis, psychological trauma, skin discolouration, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for psych injury, bladder problems, uti, vaginal infection, hair loss, dental problems, hormonal changes, nausea, nuero condition / problems, vision problems, weight gain, weight loss and gallbladder removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain'), autoimmune thyroiditis ('hashinopos disease') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included cholecystectomy, endocervical squamous metaplasia, endometriosis and bleed in luteal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), hypersensitivity ("hypersensitivity"), thyroid disorder ("thyroid"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuro condition / problems"), visual impairment ("vision problems"), hypothyroidism ("hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal cystitis ("bladder yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression,"), anxiety ("anxiety"), psoriasis ("psoriasis,"), skin discolouration ("dark patches of the skin"), arrhythmia ("irregular heart rhythm"), abdominal distension ("bloating") and chest pain ("chest pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune thyroiditis, cholecystectomy, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, hypersensitivity, thyroid disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, hypothyroidism, vaginal haemorrhage, fungal cystitis, female sexual dysfunction, depression, anxiety, psoriasis, skin discolouration, arrhythmia and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arrhythmia, autoimmune thyroiditis, back pain, bladder disorder, chest pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal cystitis, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, hypothyroidism, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psoriasis, psychological trauma, skin discolouration, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for psych injury,bladder problems, uti,vaginal infection, hair loss, dental problems, hormonal changes, nausea, neuro condition / problems, vision problems, weight gain, weight loss and gallbladder removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case updated to serious incident because of essure removal was reported. Reporter information, patient medical history, essure removal details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.